Event description:
It was reported that the fentanyl dose was increased from 500mcg/day to 600mcg/day on (B)(6) 2012 per doctor orders. On (B)(6) 2012, the patient presented to the emergency room (ER) with complaints of confusion due to the 600mcg/day dose. The nurse called a manufacturer representative into the ER to assist in interrogation of the pump so that the ER doctor could change the daily dose. The pump was updated at 1712 on (B)(6). The pump was reprogrammed and the fentanyl dose was successfully decreased from 599.6mcg/day to 499.6mcg/day and the bupivacaine dose from 5.996mg/day to 4.996mg/day. Additional patient symptoms included altered mental status, oversedation, increased drowsiness and falling (history of falling secondary to marie's ataxia). Patient outcome was reported as recovered without sequela on (B)(6) 2012. A follow-up report will be submitted if new information becomes available.

Manufacturer narrative:
Product ID, 8835 lot# serial# (B)(4), product type programmer, patient product ID, 8598a lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter product ID, 8596sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).